Manufacturer narrative:
Additional information was received that the first transcatheter bioprosthetic valve (tav) was initially implanted in a nice position, valve-in-valve. However, due to the angle of the aortic root and how the valve was sitting inside of the surgical aortic valve (sav), the tav appeared to be "scrunched"/not fully expanded, it looked like the valve needed to be opened up. A post-implant bav was performed with one inflation for eight seconds with a 4.5x20mm non-medtronic balloon to make the valve look better and open it up. During the bav the balloon caused the valve to dislodge up into the sav, there was not a proper seal and severe paravalvular leak (pvl) was noted. The valve was left in this position, "more up in the tissue rather than at the ring". A second tav was implanted valve-in-valve; proper implant position and a good seal were achieved and the pvl fully resolved. Although the second tav also appeared to be "scrunched" the surgical team realized the position of the valve inside of the sav gave the appearance of an under-expanded valve, but this was not the case. A decision was made to leave the valve and not post dilate the second valve. No additional adverse patient effects were reported. Patient codes: replaced aortic insufficiency with no known impact or consequence to the patient. Device codes: added paravalvular leak and malposition of device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A separate report was filed for the previous surgical valve in report 2025587-2019-02098. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26mm transcatheter bioprosthetic valve, during a post-implant balloon aortic valvuloplasty (bav) the valve dislodged. Angiography showed an unspecified severe aortic insufficiency (ai). Subsequently, a second 26mm transcatheter bioprosthetic valve was implanted which resolved the ai. No additional adverse patient effects were reported.